Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of explant is unknown. Date of event is estimated. Information requested, but not yet received. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported that the patient's lead was explanted for an unknown reason on an unknown date. No further information known at this time.